Event description:
It was reported that on (B)(6) 2022, the patient underwent orif for olecranon fracture with the product in question. The screw was inserted in the fixed mode, and after about 15mm of travel, it suddenly broke off just below the screw head without feeling any resistance. As usual, the surgeon held the screwdriver with three fingertips and inserted it, so he did not apply an unreasonable load. The surgeon said that since the device broke easily with normal use, he would like us to step up inspections in the future to ensure that there were no inferior products mixed in. No further information is available. Concomitant device reported: unk - screwdrivers (part# unknown; lot# unknown; quantity: unknown) this complaint involves one(1) device. This report is for one (1) va lockscr ø2.7 head 2.4 self-tap l38 ta this is report 1 of 1 for complaint (B)(4),

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.